Event description:
A customer contacted beckman coulter inc. (Bec) stating that the wash head overflowed and a reaction wheel temperature error was generated from the immage 800 immunochemistry system. Customer technical support (cts) identified the leaking fluid as wash solution. Cts generated a service request. No injury or operator exposure was reported in this event. There was no report of impact to patient treatment and no erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and cleaned the reaction area and replaced the valve v6 (part # 470283). The fse returned to the facility on (B)(4) 2011 and replaced the reaction wheel motor (part # 470292). The fse also soaked the home sensor with no response observed. The fse returned to the facility once more on (B)(4) 2011 and replaced the reaction wheel home sensor. The fse indicated the root cause to be the failure of valve v6; where there was insufficient vacuum. The instrument has been running within established specifications since service was performed. (B)(4).